Event description:
It was reported that the patient presented with a right ventricular lead that exhibited increasing capture thresholds and increasing pacing impedance. The lead was capped on (B)(6) 2022 and replaced. The patient was in stable condition.